Manufacturer narrative:
Correction: m/s suspect medical device. Device technical analysis: this product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes and delivered inappropriate shocks due to myopotential oversensing in the primary vector. During the troubleshooting, the primary vector also showed oversensing of myopotential noise, and the secondary vector showed the low r/t ratio. The s-ICD was programmed on the alternate vector. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: m/s suspect medical device.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes and delivered inappropriate shocks due to myopotential oversensing in the primary vector. During the troubleshooting, the primary vector also showed oversensing of myopotential noise, and the secondary vector showed the low r/t ratio. The s-ICD was programmed on the alternate vector. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes and delivered inappropriate shocks due to myopotential oversensing in the primary vector. During the troubleshooting, the primary vector also showed oversensing of myopotential noise, and the secondary vector showed the low r/t ratio. The s-ICD was programmed on the alternate vector. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes and delivered inappropriate shocks due to myopotential oversensing in the primary vector. During the troubleshooting, the primary vector also showed oversensing of myopotential noise, and the secondary vector showed the low r/t ratio. The s-ICD was programmed on the alternate vector. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: m/s suspect medical device.